Event description:
While the physician was attempting to remove the catheter, the shaft separated from the hub. The catheter was induced with alcohol. He was able to capture and remove part of the shaft, but the distal portion of the shaft was left behind. Surgical intervention was required to remove the remaining tip segment which had separated into 3 pieces. All of the catheter was removed and pt is fine.